Event description:
Olympus was informed that in the middle of a therapeutic laparoscopic ventral hernia procedure an error code "e457" was encountered, the user stopped the procedure, as no further activation possible. The procedure was completed using a different device (harmonic ace). There was no pt injury reported.

Manufacturer narrative:
Olympus rep visited the user facility as part of investigation into this report. The reps was able to duplicate the error code using the subject device. The error code disappeared when the reps rebooted the generator and replaced the transducer. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The subject device was tested using a test electrosurgical unit (esg-400). The error code "e457" appeared on display when the "seal/cut" button on the electrosurgical unit was activated. The subject device was forwarded to the original equipment MFR (OEM) for further investigation. If add'l info becomes available at a later date, this report will be updated.